Event description:
A pt has undergone ncp system replacement surgery due to lead discontinuity. Further follow-up with treating neurologist revealed that approx six weeks before undergoing replacement surgery, device diagnostic testing (systems diagnostic test) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It is unk that may have damaged the ncp system or whether the pt manipulates the device through the skin. No serious injury was reported in conjunction with the apparent lead break.